Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: v nmc3428c207tu, serial/lot #: (B)(4), ubd: 11-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a type b aortic dissection. It was reported that between the following 2 years, the patient had a type ii endoleak.  On the second year post index procedure, a type a dissection was diagnosed which required an aortic valve replacement.  CT results from approximately 2 years and 9 months post index procedure showed postsurgical changes of aortic valve replacement and type a dissection repair with tube graft. No complicating intrathoracic features. There was noted to be unchanged appearance of the known chronic type b dissection extending into the right common iliac artery status post tevar, although evaluation is limited by the absence of intravenous contrast. No cause was reported. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received : it was confirmed the cause of the type a dissection is unknown. It was reported the patient had presented to an outside facility before being emergently transferred to this facility going straight to or for intervention. The patient had been seen 15 days prior for CT imaging and was due to return for routine follow-up 6 months later. It was noted the proximal piece was (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.